Event description:
Baxter reports the home patient reported "on attempting to attach the transfer device to the patient line, the user was unable to lock the transfer set in place and the set when screwed rotated around, rending the set unusable." A sample is available. No other information is available. No patient injury was reported.